Event description:
A (B)(6) male with esrd on chronic hemodialysis had a angiotech hemostream chronic dialysis catheter inserted on (B)(6) 2009. The catheter was removed on (B)(6) 2010, because it was no longer working. He had another catheter inserted on the same day. On (B)(6) 2010, he told the nursing home staff that he felt something protruding from the old catheter site. He was brought into the interventional radiology dept and the radiologist removed a piece of the cuff of the dialysis catheter from the site where the catheter was removed on (B)(6) 2010. The radiologist was able to do this with local anesthesia and under sterile conditions. He used a hemastat to remove the material. The pt returned to his nursing home the same day. On (B)(6) 2010, the pt was brought to the emergency room with fever, headache, nausea and vomiting. He was found to have a bacteremia with (B)(6). He was admitted and is currently responding to treatment.